Event description:
It was reported to philips that system shutdown in the middle of the procedure and to be fully rebooted. The system reboot process took approximately 10 minutes to complete. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for an electrophysiology procedure. The procedure was delayed of approximately 10 minutes and completed after rebooting. The philips remote service engineer (rse) examined the system remotely and confirmed that the system shut off and had a difficult time booting up. After reviewing log file rse found the reported issue. Philips field service engineer (fse) examined the system onsite and confirmed that the system shutdown in the middle of the procedure and to be fully rebooted. Upon troubleshooting fse inspected the system onsite and found defective bodyguard cover for the generator. To resolve the issue, fse replaced bodyguard cover, generator cube due to potential intermittent issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.